Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that there is a catheter break and the catheter was left in vessel. Removal of catheter. Several attempts made but it was not moving smoothly. They applied heat to prevent spasm om patient. When catheter came out, they measured it to 26 cm of originally cut 42 cm, so 16 cm is still in patient. There is a plan to remove the remaining catheter the week of (B)(6) 2025. A CT scan was used to verify the broken catheter piece remained in the patient. A new catheter has not been placed. No other information was provided.